Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her discontinued treatment. When she opened the cassette door following a cycler alarm, there was fluid on the tubing set. She was advised to contact her pd nurse. The sample was not retained for evaluation. During follow up his pd nurse reported that the patient was fine. She did not have signs of infection. She was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.